Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion of the subject products, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiff's ability to engage in routine daily activities and sporting activities that she previously enjoyed. Defects and failures in the products necessitated several corrective surgeries, continuing treatment and therapies. Further injuries and damages suffered by plaintiff include, but not limited to, extreme pain and suffering, permanent bodily impairment, mental anguish, loss of enjoyment of life, general damages and special damage. No further information has been provided.